Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer reported that they received calibration error alarms and change sensor alarm. The customer's blood glucose was 149 mg/dl and sensor glucose was 49 mg/dl at the time of call and triggered threshold suspend. The customer stated that they received false low alerts. The customer stated that there were bent cannulas on the previous sensors. The representative explained to the customer how the glucose travels in the body. The customer stated that a bad sensor alert occurred after second consecutive calibration error alarms. The customer stated that the alarm did not occur after performing a find lost sensor. The sensor will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor. Performed the continuity resistance test, the sensor passed per specifications however, the sensor failed the bicarbonate buffer test due to high readings.